Event description:
The surgeon observed anterior chamber fluctuation through the u/s procedure. During I/a, on cap/vac mode, a posterior capsule tear occurred. An anterior vitrectomy was performed, and the iol was implanted as planned. The used cassette was discarded by the customer. The patient outcome has not been reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.